Manufacturer narrative:
The referenced gastrointestinal bleeding (gi) was reported under MFR# 2916596-2018-01441 unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 61 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was readmitted to the hospital after recently being discharged following a gastrointestinal bleeding (gi).on (B)(6) 2018; the patient was transfused with 2 units of packed red blood cells (prbc). The patient was then discharged home on (B)(6) 2016 with proton pump inhibitor and injected with octreotide and danazol. On (B)(6) 2018, the patient showed no signs or symptoms of current gi bleeding. The patient was advised to continue their medication for a few weeks and if there are no signs of bleed, the patient can consider decreasing to bid octreotide 100 mcg three times a day. Anticoagulant at the time of event was aspirin. No further information was provided.

Manufacturer narrative:
A direct correlation between the reported event and the left ventricular assist system (lvas) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.